Event description:
It was reported that, one day post implant, it was found that lead perforated the atrium and the patient experience pneumothorax and tamponade. The patient underwent a pericardiocentesis. The atrial lead showed loss of capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the lead was returned in segments. Visual analysis indicated blood on the helix and within the sleevehead. A nalysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).